Event description:
The pt (B)(6) received an scs system including a surgical lead on (B)(6) 2011. It was reported the lead was not functional. Intraoperative testing of the device following placement revealed invalid impedance measurements. Subsequent testing of the lead yielded the same results. As such, the lead was replaced with no further complications reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.